Event description:
In 2008, the patient reported that she has experienced 4 infusion headsets from two different lots fall off of her body. She stated on the first incident she did not realize the headset had fallen off and her blood glucose elevated to 550 mg/dl and she felt nauseated. Her normal blood glucose level is below 200 mg/dl. She bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.